Event description:
A customer contacted beckman coulter inc. (Bec) reporting an electrical smell and also reported that the electrolyte injection cup (eic) in the synchron cx5 delta clinical system was overflowing. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(6) 2011 and removed valve connectors and cleaned with the contact cleaner. Fse inspected all boards and a burnt spot was found on the mmc (master motion control) board on the ise side. Fse ordered a new mmc board and pinch valves and returned on-site (B)(6) 2011 and installed the mmc board and motor driver for ise. Fse also replaced ise valves that were shorted due to a possible spill. The instrument was primed and ise was observed for valve flow and no problems were observed. Calibration was also performed with no issues. (B)(4).